Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against the skin and a temperature change had occurred prior to the current occlusion declaring. Blood glucose levels ranged between 100-290mg/dl. The customer declined to perform troubleshooting to determine a possible cause of the current occlusion alarm.. Past occlusions were resolved by performing supply changes and an infusion set site change was performed to address the current occlusion.